Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. No gripping issue was observed. However, the instrument's pitch motion was affected due to a broken pitch cable. The instrument was found to have a broken pitch cable at the distal end. The instrument's grip tips were unable to go in the up direction. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.123¿ - 0.169 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the tenaculum forceps instrument was not gripping the tissue despite multiple attempts to reposition. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.